Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the dark image on monitor was caused by an adhesive that was stuck on a cover lens of the charged coupled device, a water mark on the coupler, a failed leak test due to a cut rubber on cable, and a slice on the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head displayed a dark image on the monitor. The issue was found during preparation before use inspection for a therapeutic cystoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the dark image was displayed on the monitor, because there was glue attached to the charge-coupled device cover lens. After cleaning the device, the image returned to normal. This camera head was not disinfected or sterilized before shipment. The event can be prevented, by following the instructions for use which state: "after using this instrument, reprocess and store it according to the instructions given in chapters 5 through 8. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance". Olympus will continue to monitor field performance for this device.